Manufacturer narrative:
Block b3: exact date unknown, event occurred a week ago from the date the manufacture was made aware.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was retained by the hospital.